Event description:
Event verbatim [preferred term] burn on lower back area, left around 5 blisters where the cells came into contact with her [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: n15782, expiration date: mar2019) from an unspecified date for an unspecified indication. The patient's relevant medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On an unspecified date, the patient reported she used a thermacare heatwrap and when she removed it she noticed that she had developed a burn to her lower back area. It left around 5 blisters where the cells came into contact with her skin. The patient stated that she did not feel any pain whilst wearing the wrap and only noticed the marks when she removed it before showering. The heatwrap showed no signs of damage and she had used them for many years without incident. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment. Based on the information provided, the event burn blisters as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the event burn blisters as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category was non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product was within expiration date. Consumer alleges burn from wrap. The cause of the alleged burn was inconclusive since review of records did not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Burn on lower back area/she felt a sharp stinging pain and noticed 4 large blisters on her side [burns second degree] , the patient was sleeping while wearing the product /patient did not check her skin under the product while wearing thermacare as she did not have reason to [intentional device misuse] , the patient was sleeping while wearing the product /patient did not check her skin under the product while wearing thermacare as she did not have reason to [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: n15782, expiration date: mar2019) from (B)(6) 2016 to alleviated kidney/back pain. The patient's relevant medical history included post menopausal. The patient was not under the care of a physician for any medical condition. Concomitant medications were not provided. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for up to 20 hours at a time for an unspecified indication. On (B)(6) 2016, the patient reported she used a thermacare heatwrap for 7 hours to alleviated kidney / back pain and developed burn on lower back area. At the time of the event the patient was sleeping while wearing the product (laid in bed for 4 hours from 04:00 to 08:00 on (B)(6) 2016) and the adhesive was attached to her body. Thermacare was put on during the night at 04:00 and removed at 11:00. The patient did not check her skin under the product while wearing thermacare as she did not have reason to. She removed the pad 7 hours later (04:00 on (B)(6) 2016 until 11:00 on (B)(6) 2016, 7 hours in a row duration on 1 day) when she was getting into the shower. She felt a sharp stinging pain and noticed 4 large blisters on her side. The patient did not consult a healthcare professional and treated the burns with benzyl alcohol, benzyl benzoate, benzyl cinnamate, wool fat, zinc oxide (sudocrem). The burns had healed but 4 red marks remained, the symptoms lasted for a few weeks. She still had the box the pads came in with the used and unused heat pads. The heatwrap showed no signs of damage and she had used them for many years without incident. The patient was not pregnant. The patient had a dark or olive skin tone and did not have any abnormal skin conditions. The patient had previously used various other heat products for pain relief (such as electric heating pad, hot water bottle, microwave gel pack) for a duration as required. The patient had not previously experienced any problem or symptom with any of these products. The patient did not engage in any exercise while using the product. The patient was not taking any medications (including over-the-counter or herbal or nutritional or any applied to the skin) during the time the problem was experienced. Action taken with the suspect product was permanently withdrawn on (B)(6) 2016. Clinical outcome of the event burn/large blisters was resolved with sequel, other events outcome was unknown. Product quality investigational results included: the root cause category was non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product was within expiration date. Consumer alleges burn from wrap. The cause of the alleged burn was inconclusive since review of records did not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (19jan2017): new information reported from product quality complaint group included: product quality investigation results. Follow-up (20feb2017): new information received from the contactable consumer included: patient's age, relevant medical history, past product history, suspect product indication and start date, event details, new events information, event treatment, events outcome and action taken of suspect product. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the suspect device was used while sleeping and woke up with burn on lower back and 4 large blisters on her side. The events are medically assessed as associated with the use of the device. The device functioned as designed but was used inappropriately by the (B)(6) patient who used the device while sleeping. No device malfunction has been identified. No quality issues were identified., comment: based on the information provided, the suspect device was used while sleeping and woke up with burn on lower back and 4 large blisters on her side. The events are medically assessed as associated with the use of the device. The device functioned as designed but was used inappropriately by the (B)(6) patient who used the device while sleeping. No device malfunction has been identified. No quality issues were identified.

Manufacturer narrative:
The root cause category was non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product was within expiration date. Consumer alleges burn from wrap. The cause of the alleged burn was inconclusive since review of records did not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] burn on lower back area, left around 5 blisters where the cells came into contact with her [burns second degree] , case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: n15782, expiration date: mar2019) from an unspecified date for an unspecified indication. The patient's relevant medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On an unspecified date, the patient reported she used a thermacare heatwrap and when she removed it she noticed that she had developed a burn to her lower back area. It left around 5 blisters where the cells came into contact with her skin. The patient stated that she did not feel any pain whilst wearing the wrap and only noticed the marks when she removed it before showering. The heatwrap showed no signs of damage and she had used them for many years without incident. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Product quality investigational results included: the root cause category was non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product was within expiration date. Consumer alleges burn from wrap. The cause of the alleged burn was inconclusive since review of records did not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (19jan2017): new information reported from product quality complaint group included: product quality investigation results. Company clinical evaluation comment: based on the information provided, the event burn blisters as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the event burn blisters as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.